Event description:
It was reported that the ventilator activates, but nothing appears on the screen. No further information is available. No reported pateint consequence.

Manufacturer narrative:
Evaluation summary: the complaint has been confirmed. The printed circuit board (pcb) was replaced to correct the issue. Also, it was noted that the unit was not calibrated correctly. The unit was calibrated and functionally tested. The unit passed all qa testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.